Manufacturer narrative:
Per good faith effort (gfe) response received, the biomedical engineer (bme) attempted to calibrate the touchscreen, but the issue remained. The bme therefore ordered the replacement touchscreen from parts source, and after installing the replacement touchscreen, the bme confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touch screen was unresponsive. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was replaced with another v60 without any patient issues. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair and discussed the touchscreen replacement instruction per the manual.